Manufacturer narrative:
Return of her pump was requested for testing/evaluation and it has not been returned as of the date of this report. In follow up with a complaint handler on 08/28/2018, the customer indicated that she developed thrush "about two weeks ago" and was prescribed an antibiotic. She also indicated that the thrush has since resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(4) 2018, the customer alleged to medela llc that she and her baby had thrush, for which she was prescribed an antibiotic. She questioned whether she was transferring the thrush back and forth, over and over, and whether she had infected both of her pump in style breast pumps. She indicated that she was aware that the parts and bottles need to be sterilized after each use and after contact with her breasts. This medwatch relates to one of the pumps; medwatch 1419937-2018-00204 relates to the other.